Event description:
It was reported that the ilet¿s touchscreen became unresponsive after the user inadvertently sat on the device, with no visible cracks or delamination observed; buttons did not function, the graph could not be accessed, and a restart via the mobile app did not resolve the issue, consistent with a device display/input malfunction. Symptoms included no injury. Outcomes included continued use of basal and correction insulin with instructions provided for manual meal dosing precautions. Investigation included remote troubleshooting and guidance to sync data and shut down prior to return. Investigation of this case revealed a nonfunctional user interface consistent with screen or upper-button control failure. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical or electronic failure of the display/input subsystem.